Manufacturer narrative:
The pump passed all functional tests, including the idle current, run current, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The pump passed the delivery accuracy test. The pump was received with no battery installed. No cosmetic damage was noted. Data analysis: there is no data listed for the date of (B)(6) 2017 due to pump received without a battery installed.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's wife stated that she was calling to check on the letter of analysis for the pump. Advised that it can take a few weeks to get the letter. The wife stated that she believes her husband over bolused with the pump prior to his passing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer as hospitalized on (B)(6) 2017. The cause of death was cardiac arrest and diabetic ketoacidosis. The customer's blood glucose at the time of death was above 600 mg/dl. The caller stated that on (B)(6) 2017 between 2:00pm and 2:30pm, the customer mentioned that his blood glucose was 52 mg/dl. The customer was not using sensors. The customer was not wearing the insulin pump at the time of death. The caller was unsure how long prior to death the insulin pump had been disconnected. The caller stated that the customer coded at home, and he had taken the insulin pump off prior to coming downstairs. The customer was revived and then taken to the hospital where he was kept alive for twenty-four hours. The caller agreed returning the insulin pump for analysis.